Event description:
"S/p l mrm for stage iii breast ca. Had cn's + had chemorx - ned since. Fh + pat aunt with unilat perimenopausal ca. Underwent reconstruction, starting w/ a l ld flap and 200cc unk silastic implant w/r sq mastx and 350cc unk silastic subpectoral implant. Underwent a l n/a reconstruction and replacement of r implant with smalller 70cc with fascial flap over lower r implant. Developed an infection and had removal of r implant. Had r ld flap with replacement of 250 dc gel and l n/a revision and revision of l ld flap. Developed contracture which was unsuccessfully rx'd with closed capsulotomy. C/o r contracture painful and development of systemic c/o's, including some 'had' stiffness (am), myalgias, dysesthesias, swollen glands, hot flashes, headaches, visual disturb, dizzy spells, dry mucus membranes, rashes, sen sun, chronic cough (on antibiotics, no relief for this unk dx), choking sensation, bp, wgt gain, and gu disturbances. Pt otherwise healthy."